Event description:
It was reported catheter was replaced due occlusion. Pump was replaced due to battery depletion. A rotor study was performed. A dye study was performed with results reported as occluded. Catheter was sent back for analysis. Patient outcome was reported as recovered without sequela. The drug in being used in the pump was baclofen, morphine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2001 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that there also was a catheter fracture/break/cut and the inability to aspirate fluid. It was indicated that the catheter was flushed in the operating room (or) and a 'spaghetti-like noodle' came from the catheter. The patient experienced increased spasticity of the lower extremity (muscle spasticity) and gait change. No further information was reported.

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. The pump passed all non-destructive lab testing. There were no anomalies seen in the logs. Analysis of the catheter found the catheter body broken. The distal end of segment 2 showed it to be somewhat jagged indicating it was more of a result of a break. Also of note there was no circular shape on the lumen on the distal end of segment 2. This indicated that the catheter may have been compressed in that area. The catheter was still attached to the pump and was cut into multiple sections.